Event description:
Rptr indicated a vns hp handheld computer was freezing after interrogation and not holding a charge despite being plugged in between uses. These events suggest a possible software and battery problem. The hp handheld computer and flashcard are currently in prod analysis.